Manufacturer narrative:
Received one device. Visual inspection found no physical damage or defects noted on device. The customer reported issue was not able to confirm through the operation test and no abnormalities were found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a dose malfunction. The event occurred before patient use at the facility. There was no patient involvement, and no patient harm reported.